Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, decreased p-waves and oversensing were observed on the right atrial lead. The lead was capped and replaced. The patient was fine post procedure.